Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type or report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The information provided indicates the trigger cord became caught in the endoscope. This is the most likely cause for the reported observation. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The information provided indicated the endoscope curved when difficulty with band deployment was encountered. Curving of the endoscope can occur if the handle rotation is continued after experiencing band deployment difficulty, perhaps due to compromised accessory channel restricting movement of the trigger cord. Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 4 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further reaction is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic ligation, the physician used a cook endoscopy 4 shooter saeed multi-band ligator. The bands did not deploy when the ligator handle was rotated. Rotation of the handle continued and the endoscope curved. The endoscope and ligator were removed from the pt. After removal of the endoscope and ligator from the pt, the user determined the trigger cord had become caught inside the endoscope. A pt death or injury did not occur due to this observation. Several attempts were made in an attempt to collect additional information regarding pt impact and product usage. Although a pt death or injury did not occur, the complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event.